Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the distal left main and proximal left lower lobe lung during a bronchoscopy procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture. During the procedure, the physician was halfway in deploying the stent when the stent deployment suture could not be released. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the distal left main and proximal left lower lobe lung during a bronchoscopy procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture. During the procedure, the physician was halfway in deploying the stent when the stent deployment suture could not be released. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device returned was only the delivery system as the stent had been deployed. A bend was noted in the shaft at 119mm proximal to the tip. It was noted that both silastic tubings were pushed distally to the tip. This most likely occurred on withdrawal of the device and is not related to the reported stent deployment difficulty. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the distal left main and proximal left lower lobe lung during a bronchoscopy procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant stricture. During the procedure, the physician was halfway in deploying the stent when the stent deployment suture could not be released. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.